Manufacturer narrative:
G4: premarket / 510(k) # k160514, k222568

Event description:
It was reported that a catheter issue occurred. The 90% or more stenosed target lesion was located in a non-tortuous, severely calcified tibial artery. An opticross 18 imaging catheter was advanced over a v18 control wire. No image appeared when imaging was turned on during pullback and it was noted that the catheter was wrapped on itself. The device was removed and evaluated at which time spiral coiling of the tip of the catheter was noticed. The procedure was completed using another catheter. There were no patient complications.